Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11, d9.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a broken ground prong on the ac cord. No patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced ac cord assembly to resolve the issue. Unit calibrated and passed all functional and safety tests per factory specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 11 feb 2025. The failure analysis and testing dept. Received part number 0012-00-1688-21 ac cord reel serial number (B)(6) with a reported unit failure of a broken ground plug. The failure analysis and testing dept. Performed a visual inspection and observed that the ground prong was broken. The fat dept. Verified the complaint of a broken ground plug. Retaining the ac cord reel in the fat dept. Per procedure number (B)(4) rev. As.